Manufacturer narrative:
(B)(4). Batch # r59f1l. Investigation summary ==> the analysis found that one plee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The knife reverse button worked properly during testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Was the manual override lever attempted? If so, did it function properly and open the jaws of the device? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open?

Event description:
It was reported that during setup for a laparoscopic sleeve gastrectomy the device was tested and the blade advanced and locked out. The reverse button was tried and the blade did not return. The battery was flipped and retried and the blade still did not return and the device remained locked out. A second like device was used to complete the procedure with no patient consequences reported.